Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. G4: 510k number: k130520. The actual device has been returned for evaluation. Visual inspection of the actual device upon receipt. No anomaly such as damage that could lead to failure in the blood flow rate was found. After rinsing and drying the actual device, bovine blood (hct: 35%, temp.: 37°c) was circulated. It was found that a maximum blood flow rate of 7l/min was achieved. After "2", the pressure drop was measured when circulating at each flow rate. It met the factory's specifications, and no obstruction was found. After bovine blood circulation, saline solution was flowed into the blood channel. No blood clot that could lead to the obstruction was formed. The manufacturing record and the shipping inspection record of the actual sample: no anomaly was found. Past complaint file: no other similar report of the product with the involved product code/lot number was found. Manufacturing date: november 26, 2024. Cause of occurrence/conclusion: based on the investigation result, no anomaly that could lead to failure in the blood flow rate was found in the actual device. As a cause of this case, from our past experiences, following factors were inferred. However, since no anomaly was found in the actual device, it was not possible to clarify the cause of occurrence. Due to some factor, the circuit was obstructed, and blood flow rate was not achieved. Since the cannula was in contact with the vessel wall, blood flow rate was not achieved. The tube in the circuit was kinked. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that they had a minimally invasive cardiac surgery (mics) procedure, at the beginning of the cardiopulmonary bypass (cpb), blood flow 1.3l/min, pre-oxygenator pressure 230mmhg, femoral artery cannulae 18 fr., no other problems were found, replaced the oxygenator, everything became normal. The procedure outcome was not reported. The patient was not harmed. Since the oxygenator was exchanged, it was determined to be a serious injury, however, there was no health damage.